Event description:
Information was received that a smiths medical tracheostomy was found to be leaking. A tracheostomy change out was required. It was then submerged into water and air bubbles were observed. No patient injury resulted.

Manufacturer narrative:
One device was returned for evaluation. Upon visual inspection, no discrepancies were noted. Device underwent functional testing by inflating cuff with a syringe and submerged under water to detect for leaks. And leaks were observed as a result. The reported customer complaint was confirmed. Inflation test was conducted on thirty two units during manufacturing. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.